Event description:
Philips received a complaint on the defibrillator indicating that the device had image loss. The device was used during patient transfer and the event was managed by using another device. No patient harm was reported. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.